Event description:
It was reported that the lead exhibited loss of capture and greater than 2000 ohms impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal coil was fractured at 16.4 cm from the connector pin due to flexing fatigue, which could cause capture and lead impedance measurement anomalies.